Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 10 months and four charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was triggered on (B)(6) 2019 at 00:56pm. The data documented that the therapy functionality of the ICD was activated on (B)(6) 2018 at 2:31pm and deactivated on (B)(6) 2019 at 00:24pm, 32 minutes before the activation of the eos status, presumably during the surgery procedure mentioned in the complaint description. Besides that, the memory content showed no anomalies. At a next step the device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status bos. The amount of charge taken from the battery was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption was measured and proved to be normal. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electronic module was directly measured. Thereby a normal current consumption could be confirmed. The electronic module showed no anomalies. The battery was sent to the manufacturer for further analysis and proved to be within specification. In conclusion, the eos status was triggered on (B)(6) 2019, presumably due to the usage of the plasma cutter in the course of the surgery. After removal of the eos status during analysis, the device proved to be fully functional. The electronic module and the battery were as specified and the battery was not depleted. There was no indication of a material or manufacturing problem.

Event description:
When pocket was opened with plasma cutter, communication was lost. Upon re-interrogation, the device was found to be in eos. New device was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.